Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-02978. Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 wherein the anchors were resutured. Therapy was restored postoperatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2017-02978. It was reported the patient¿s (B)(6) leads were migrated (confirmed via x-rays). Reportedly, the patient is receiving effective stimulation. However, surgical intervention will be taken at a later date to address the issue.

Event description:
Device 2 of 2 , reference MFR. Report# 1627487-2017-02978. Additional information received identified the patient continued to have the issue. As a result surgical intervention was undertaken on (B)(6) 2017 wherein the scs system was explanted.